Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission10/11/2013.device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: the pump powered on with multiple lines going through the pump display. Opened the pump case and replaced the oled with the test display which is clear & legible.